Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that scope communication occurred due to damage on the charge-coupled device unit and due to dirt on the electrical contact of the video plug. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending section could not be fixed firmly due to damage on the lock engagement lever. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, grip, up-down plate, right-left plate, lock engagement lever, angulation lever, light guide connector, light guide cover glass, right-left lever, video connector and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed scope communication error (b30) message. There were no reports of patient harm associated with this event.